Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to site issue on (B)(6) 2019 with blood glucose level of 156 mg/dl. The customer was treated with antibiotics. The states the description of site issue like irritation and infection. The customer also reported damage to insulin pump. The customer also reported physical damage to the reservoir lip ring. The reservoir was able to lock in place when inserted into insulin pump. The customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis and the sensor will not be returned for analysis.

Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report.